Event description:
The customer stated that one patient presented with atypicat chest pain had a false positive result (0.13 ng/ml) for the architect troponin ii assay. The patient was admitted to the hospital for observation and was discharged 2-3 days later with no treatment or impact to patient management.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Because the lot number is unknown historic accuracy testing of a representative lot (17117un13) was reviewed to demonstrate acceptable assay performance. The testing met acceptance criteria and a product deficiency was not identified. A malfunction was not identified since the issue was limited to a single patient sample. The sample was investigated for interference and the testing indicated that the sample did contain non-specific antibodies. The trend review did not identify an increase in complaint activity for this issue. Based on the results of this investigation, the architect stat troponin I assay is performing as intended and no additional product issues were identified. The customer was directed to the limitations of the procedure, summary and explanation of the test, and expected values sections, of the architect stat troponin-I reagent package insert which address this issue.